Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6 (device codes): imdrf device code a1409 captures the reportable event of feeding port obstructed.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a procedure on an unknown date. It was reported that the feeding port of the device was clogged. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.